Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. Upon evaluation and testing of the device, the manufacturer's field service engineer reported the unit functioned on ac power but shut down after approximately 1 minute of operation on battery power when ac was disconnected. The service engineer replaced the external and backup batteries to address the reported problem. Final applicable testing was completed and tests passed to operating specifications. This is also being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources.